Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for this event. The patient was treated with meropenem injection (250mg, ongoing) and vancomycin (1gm every 5th day, ongoing) for this event .at the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.